Event description:
It was reported that during the implantable pacing lead (ipl) implant, the tip did not extend when turned clockwise during attempt to screw the lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.